Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review and a power on self test were performed. During the alarm log review and the power on self-test an f-38 alarm was identified. The cause of the alarm was damaged force sensing resistors (fsrs). The fsrs were replaced to fix the reported condition. The pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician experienced an f-38 alarm (malfunction in tube misloading detection circuitry) on a flogard infusion pump. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.